Manufacturer narrative:
Insulin pump received with cracked case (battery tube) and cracked case-corner of belt clip rails. Insulin pump received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly. Unable to determine unresponsive keypad due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and buttons was not responding. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.